Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact (not severed) with the helix in an extended position and with dried blood/body fluid in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular (rv) lead dislodged leading to loss of capture. Subsequently, a revision procedure occurred in an effort to reposition this rv lead. However, high pacing impedance out of range of over 3000 ohms and pacing inhibition showed after repositioning this lead. It was decided then to explant and replace this product. This rv lead was returned and no additional adverse effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead dislodged leading to loss of capture. Subsequently, a revision procedure occurred in an effort to reposition this rv lead. However, high pacing impedance out of range of over 3000 ohms and pacing inhibition showed after repositioning this lead. It was decided then to explant and replace this product. This rv lead was returned and no additional adverse effects were reported.